Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
Broken rod of mis deformity construct migrated down to distal buttock, proximal posterior upper leg.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.